Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have the grip axis pin missing from the grips. The pin was not returned with the instrument. Grips and other components adjacent to the dislodged pin did not show damage. The complaint was confirmed by failure analysis. The probable root cause is attributed to the manufacturing process. This pin can become dislodged and sticking out due to improper swaging.

Event description:
It was reported that the customer experienced an issue with the prograsp forceps. No known impact or patient consequence was reported.